Event description:
The custom reported that an error message displayed, stating that the cine drive was not available.

Manufacturer narrative:
(B) (4). The ge service rep ordered and installed the sbc upgrade.